Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response event where possible atrial flutter or supraventricular tachycardia (svt) with right atrial far field over sensing was observed. There was also an elevated right ventricular rate. The ICD remains in service. No adverse patient effects were reported.